Event description:
The patient was receiving baclofen 2000 mcg/ml at 300.2 mcg/day. On (B)(6) 2011, the dose was increased to 344.7 mcg/day. The next morning, the patient woke up with severe back pain and spasms in her right leg. The event severity was noted to be "severe". On (B)(6) 2011, they were unable to aspirate fluid. There was free flow of csf and no disconnection was noted. The pump was replaced. The patient recovered without sequela.

Manufacturer narrative:
(B)(4).